Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
On (B)(6) 2014, the patient reported that her blood glucose level was elevated to the 300's mg/dl. When she checked her infusion site she found a leak. The patient did not specify where the leak occurred. She also reported she had noticed blood in the infusion tubing. No adverse event was reported. The infusion set was discarded; therefore, no product can be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed.